Manufacturer narrative:
Additional information was received from the patient. It was reported that adhesive discs resolved the issue of the belt not holding antenna in place. The difficulty charging issue has been resolved. No patient symptoms or complications were reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that adhesive discs resolved the issue of the belt not holding antenna in place. The difficulty charging issue has been resolved. No patient symptoms or complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: pnma01411a004, product type: recharger.

Event description:
Information was received from a patient. It was reported that they were having a hard time charging their implantable neurostimulator (ins). The patient stated that when they went to recharge, it took a long time because they had to hold the recharger physically over the implant. It was verified that the patient would get all eight coupling bars shaded when they would charge. The patient stated that they charged for about an hour and their ins charged pretty well. The patient further stated that they haven't had their ins for very long, only about two weeks. It was reviewed that it would take longer to charge if the antenna moved around and how to use the recharging belt so that doesn't happen. The patient reported that the problem was that their ins was implanted on the side of their hip, so it was very hard to use the belt to hold the antenna in place. Adhesive discs were suggested and ordered for the patient. It was noted that the issues started about two or three days prior to the date of this report. No patient symptoms were reported and there were no complications. Indication for use is spinal pain.